Event description:
Customer reported receiving an error message on his locked freestyle flash meter after inserting a strip. While assisting the customer, it was discovered the device had become unlocked with the uom selectable.

Manufacturer narrative:
This is an initial report. F/u report will be submitted if the product is retruend for eval. Customers and retailers have been informed through the fa16may2006 letter.